Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/physical pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 868704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, thrombosis, uterine bleeding, venereal disease nos and menometrorrhagia. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012 for contraception as well as sumatriptan succinate (imitrex df) from (B)(6) 2011 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia"). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and migraine ("migraine"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, uterine leiomyoma and abdominal pain outcome was unknown and the dyspareunia, abdominal pain lower and migraine had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she tolerated very well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion absence of opacification of bilateral fallopian tubes containing essure coils. Most recent follow-up information incorporated above includes: on 5-sep-2019: all the relevant information from duplicate case: (B)(4) was transferred to the current case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 868704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, clot blood, uterine bleeding, venereal disease nos and menometrorrhagia. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6)2012 to (B)(6)2012 for contraception as well as sumatriptan succinate (imitrex df) from (B)(6)2011 to (B)(6)2017. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia"). In (B)(6)2017, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and migraine ("migraine"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, uterine leiomyoma and abdominal pain outcome was unknown and the dyspareunia, abdominal pain lower and migraine had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she tolerated very well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion absence of opacification of bilateral fallopian tubes containing essure coils.. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs and medical record received. Reporter and patient demographics were added. Lot number, medical history, laboratory data, concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, depression, mental anguish, dyspareunia, uterine fibroids, abnormal bleeding (general), abdominal pain and migraine added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/physical pain/pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 868704-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, thrombosis, uterine bleeding, venereal disease nos and menometrorrhagia. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012 for contraception as well as sumatriptan succinate (imitrex df) from (B)(6) 2011 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In june 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression/psych injury"), anxiety ("mental anguish/psych injury") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In june 2017, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and migraine ("migraine"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, abdominal pain, abdominal pain lower and migraine had resolved and the genital haemorrhage, vaginal haemorrhage, depression, anxiety and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2012 now it is reported (B)(6) 2012. Plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia and menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion absence of opacification of bilateral fallopian tubes containing essure coils.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event outcome of pelvic pain, abdominal pain and menorrhagia was updated from unknown to recovered / resolved. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/physical pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 868704-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, thrombosis, uterine bleeding, venereal disease nos and menometrorrhagia. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012 for contraception as well as sumatriptan succinate (imitrex df) from (B)(6) 2011 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia"). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and migraine ("migraine"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, uterine leiomyoma and abdominal pain outcome was unknown and the dyspareunia, abdominal pain lower and migraine had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she tolerated very well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion absence of opacification of bilateral fallopian tubes containing essure coils.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/physical pain/pelvic pain') in an adult female patient who had essure (batch no. 868704-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, thrombosis, uterine bleeding, venereal disease nos and menometrorrhagia. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012 for contraception as well as sumatriptan succinate (imitrex df) from (B)(6) 2011 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), depression ("depression/psych injury"), anxiety ("mental anguish/psych injury") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and migraine ("migraine"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain, abdominal pain lower and migraine had resolved and the depression, anxiety and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2012 now it is reported (B)(6) 2012. Plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia and menorrhagia. Plaintiff received treatment for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion absence of opacification of bilateral fallopian tubes containing essure coils.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event: "abnormal bleeding (general), vaginal bleeding" updated as recovered. Seriousness criteria of the event "abnormal bleeding (general)" updated to non-serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery ( to remove the essure implant ). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.